Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 120 mg/dl (accu-chek aviva) and 289 mg/dl (accu-chek guide me).